Manufacturer narrative:
Eval codes, results: (dislodgement).

Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 30mm, diameter 3.5 mm, was used to treat a lesion in a pt. It is reported that the stent dislodged from the delivery system during the procedure. The pt's lesion and vessel morphology is unk. It was reported that the dislodged stent was trapped with another stent. The pt was fine post procedure and no clinical sequelae have been reported. Neither the device nor cd images of the procedure have been provided to medtronic for review.